Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly. Upon first evaluation, the podj could not be advanced through its introducer sheath. The introducer sheath was flushed by a penumbra investigator to clear dried blood, and the podj could then be advanced through its introducer sheath and through a demonstration microcatheter. Conclusion: evaluation of the returned device revealed that after the dried blood was flushed out of the introducer sheath, the podj could be advanced through its introducer sheath and a demonstration microcatheter without issue. If blood becomes dried inside the introducer sheath after the podj is re-sheathed, resistance may be encountered upon attempting to advance the podj out of the sheath. The lantern mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using pod packing coils (podj coils). During the procedure, the physician deployed and detached many ruby coils and podj coils into the target vessel using a lantern delivery microcatheter (lantern). While attempting to advance a new podj coil through the lantern, the physician experienced resistance and was unable to advance the coil. The podj coil was re-sheathed and another attempt was made to deliver it into the target vessel again; however, the same resistance was experienced. Therefore, the podj coil was removed from the lantern and the procedure was completed using new ruby coils, podj coils and the same lantern. There was no report of an adverse effect to the patient.